Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced unexplained hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 399 mg/dl and the low blood glucose value was 40 mg/dl, 43 mg/dl and 110 mg/dl. The customer was assisted with troubleshooting. The customer stated that the 2 high events and 3 low events happened in the last 30 days, insulin pump had no signs of damage. Customer had been changing his set and reservoir after each unexplained events, they also tried changing site and tried insulin from a different vial. The customer was performed self test and displacement test and the test was passed. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No delivery anomalies noted. (B)(4).